Event description:
An end user reported the wheelchair is rubbing the hip of the end user and hurting his side causing pressure sores and the sores have developed over time. The reporter was called and he stated that his arms need to be adjusted outward as the frame is allegedly causing pressure sores and pain in his hip. The consumer was in the hospital receiving treatment for pressure sores.

Manufacturer narrative:
(B)(4) - model tdxsp-mcg, serial number/date code (B)(4) is approximately 1 year, 9 months old. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the consumer he stated that his dealer is access mobility and they are not helping him with his "issue" regarding arm adjustment. He stated that his arms need to be adjusted outward as the frame is allegedly causing pressure sores and pain in his hip. The consumer was currently in the hospital. He stated that he was at wound care center dressing his pressure sores. He stated that he has tried to contact other dealers in the area and they are unwilling to help, except lifecare in (B)(4). When asked about the date of the incident, or approximate time this started he could not provide a date. He stated that the chair was last maintained about 1.5 years ago. When asked if his needs have changed, he stated that within the last six months, his legs are bowing outward more so than when he first received the chair. I recommended that he speak with therapist at life care and his doctor regarding a script for another power chair. It seems that he may need a wider chair to accommodate his needs. Note: the product is not being returned. The consumer is going to speak with his doctor regarding a new chair.